Event description:
It was reported that the patient received inappropriate therapy. It was found that there was noise oversensing on the right ventricular (rv) lead. The lead was abandoned. No further patient complications have been reported as a result of this event.